Event description:
While putting the cover back oh the axsym processing carousel after troubleshooting a reaction vessel jam, the axsym lid fell on the customer's head causing a 2 cm cut. No additional information regarding the customer's injury was provided.

Event description:
The axsym processing center cover fell on the customer's head causing a break in the skin of "2 cm". The break in the skin was cleaned and disinfected and has healed.